Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump had multiple pump errors. The customer's blood glucose was unknown at the time of the incident. Customer reported they were unable to clear the alarm. Customer reported they were able to rewind the insulin pump. Self test and displacement test were performed and passed. The insulin pump will not be returned for analysis.